Event description:
The customer called and reported the insulin pump alarmed no delivery three time during priming. Customer's blood glucose was 201 mg/dl. Customer was unable to complete troubleshooting, as she was driving. She was advised to call back to complete troubleshooting when convenient.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.